Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely through merlin @ home transmission after receiving a vibratory alert for low, out of range, pacing lead impedance on the right ventricular lead. Upon review, it was noted that the rv lead had previously exhibited a low, out of range, pacing lead impedance on (B)(6) 2019, and programming changes were made at the time. The patient was transferred to another clinic on (B)(6) 2019 for further evaluations. Programming changes were made. The patient was stable throughout the event and will continue to be monitored via merlin.

Event description:
Additional information received notes elevated capture thresholds and noise was also observed prior to (B)(6) 2019 and programming changes were made. On (B)(6) 2019, the patient presented in clinic. Loss of capture at maximum outputs in bipolar and unipolar modes, oversensing noise and intermittent under sensing in unipolar mode was observed on the right ventricular (rv) lead. The physician noted multiple twisting and kinking of the leads in the pocket but no dislodgement and diagnosed twiddler's syndrome. The rv lead was capped (B)(6) 2019 and replaced. The patient was stable before, during and after the procedure.